Event description:
The customer reported that during the ablation procedure, the surgeon could not observe the tip of the needle in an ultrasonographic image. Due to the risk, he removed the needle from the pt and suspended the procedure.

Manufacturer narrative:
(B)(4). The returned of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.